Event description:
Complainant alleged that while attempting to pace a pt in asystole (age & gender unk) the device failed to pace. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.